Event description:
The consumer reported accidental reagent exposed to his nostril area with the binax now covid-19 ag self-test performed on an unknown date. The consumer reported that they stuck the swab that was dipped in reagent solution in their nose. The consumer confirmed there was no harm due to the reagent exposure. Additionally, the consumer confirmed there was no delay or impact in their treatment.

Manufacturer narrative:
Additional information: a3 - gender . Date of event provided in section b3 is an approximation, was not provided by consumer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use device discarded.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. The reported issue of reagent exposure is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. A supplemental report will be provided if any additional is obtained.

Event description:
The consumer reported accidental reagent exposed to his nostril area with the binax now covid-19 ag self-test performed on an unknown date. The consumer reported that they stuck the swab that was dipped in reagent solution in their nose. The consumer confirmed there was no harm due to the reagent exposure. Additionally, the consumer confirmed there was no delay or impact in their treatment.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use device discarded.

Event description:
The consumer reported accidental reagent exposed to his nostril area with the binax now covid-19 ag self-test performed on an unknown date. The consumer reported that they stuck the swab that was dipped in reagent solution in their nose. The consumer confirmed there was no harm due to the reagent exposure. Additionally, the consumer confirmed there was no delay or impact in their treatment.